Manufacturer narrative:
Advanced bionics is in the process of collecting the required clinical info necessary to determine the pathology of the reported infection.

Event description:
In 2007, advanced bionics was notified that the pt reportedly was hospitalized with meningitis.